Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report# 3005099803-2017-02671 pertains to the first speedband device and manufacturer report# 3005099803-2017-02672 pertains to the second speedband device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2017. According to the complainant, during the procedure, no audible click was heard when the handle was turned, which caused four bands to be deployed onto the varix. The same issue occurred with the second speedband superview super 7 device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.